Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with manual injections. The customer stated that he had high readings for the last few weeks. The customer stated that he changed out his set this morning and the pump alarmed no delivery. The customer was advised to do a complete set change. The customer stated that the alarm was resolved by a complete set change. The customer was advised to call back when the no delivery alarm occurs.